Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, the activated clotting levels were 145s, the international normalized ratio (inr) was 1.09 and heparin was administered. The amulet was successfully implanted. On (B)(6) 2025, a twelve month follow up transesophageal echocardiogram (tee) was conducted and it was noted that the amulet was in a nice position, there was a conical thrombus on the occluder laterally rather in the anterior part, extending from the center of the occluder to its lateral side - height 13 mm (at the highest point), it was seated with a wide base of 13 mm or 15 mm depending on the projection, the leak was not visible. The medication apixaban was back in and acetylsalicylic acid (asa) was stopped until next follow up. The patient was reported recovering.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported patient device interaction problem could not be conclusively determined. It is possible due to procedural conditions (e.g device positioning, incomplete seal of the device, incorrect size, challenging anatomical..). From received imaging the amulet lobe appears stable with no leaks detected by doppler color analysis. No leaks are visible on color doppler imaging. The reported unexpected medical intervention was a result of case-specific circumstances as medication was provided. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.